Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. Investigation summary one sample was provided to our quality team for investigation. The product was evaluated using magnification, no particles were observed inside the packaging or on the inside or outside of the device. A device history review was performed for the reported lot 2207091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. It is possible the particles described were polypropylene fibers that can generate during movement of the device within the equipment, given we did not observe any particles within the device, we cannot verify this to be true. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that white, powder-like foreign matter was found in the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french: "white powder-like particles in the syringe/package"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, powder-like foreign matter was found in the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french: "white powder-like particles in the syringe/package."